Manufacturer narrative:
Reported event an event regarding pain involving a tritanium shell was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: the photographs show a recently explanted 502-03-54e with evidence of damage or crack on the rom of the shell , from the photo supplied it was not possible to determine if this was explant damage clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left hip revision for pain and elevated cobalt levels. Cup, screws, liner, insert, and head were removed. Competitor cup implanted with constrained insert and a modular ceramic head was implanted on the stem. Surgeon noted that liner was not seated properly in cup.